Event description:
(B)(4) has received an attorney letter complaining a home care provider, a (B)(4) dealer, as well as (B)(4). It was alleged that a paraplegic pt had developed stage IV pressure wounds and required further hospitalization. It was alleged that the injury was caused by the negligence of the pt's in-home care provider who failed to address the pressure wounds when they were at stage ii a month ago. (B)(4) is also summoned because that the pt has been using a ltc mattress allegedly distributed by (B)(4). No defect and/or malfunction has been specified. (B)(4) had reached out to the attorney office to request further info on the event. But up to the date of this report, we have not received any additional info. The alleged product has not been returned to drive medical or the MFR for eval. This MDR report is based on the attorney complaint.